Manufacturer narrative:
This supplemental report is being submitted to the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. It was likely that the cause of the video connector latch wear was caused by handling. The instructions for use (IFU) provides the following guidelines: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There were intermittent problems with the video feed due to a worn-out video comp out connector latch. The rear panel was damaged, and a software upgrade was recommended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Date of event was reported as an unknown date in (B)(6), 2021. Therapy date, (B)(6), 2021.

Event description:
The customer reported, there were intermittent issues with the video feed while using the visera elite video system center with the cystoscope. The issue was found during preparation for use for a diagnostic cystoscopy procedure. The intended procedure was completed with a back-up device before the patient was brought into the room. No patient harm reported.